Manufacturer narrative:
Upon receipt of this artificial urinary sphincter cuff at our quality assurance laboratory, the component underwent a thorough analysis. The cuff was visually inspected. No damage or abnormalities. The cuff passed the leak test performed. Based on the information available and analysis results, the reported device allegations of mechanical issue and hole in the tubing were not confirmed with a conclusion cause of no problem detected was assigned to this event.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the artificial urinary sphincter cuff was removed and replaced due to a crack in the cuff connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the artificial urinary sphincter cuff was removed and replaced due to a crack in the cuff connecting tube. No patient complications were reported.